Manufacturer narrative:
E3-non-health care professional; e2-no the customer's allegation was confirmed. The device evaluation found that the coating of the camera cable was torn. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformance within the specification. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the camera cord was cracked. The issue was identified during reprocessing. The unspecified therapeutic procedure was completed using the same set of equipment. There were no reports of patient harm.